Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self -test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no time lost anomaly noted. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus anomaly or time lost/change anomaly noted. The device alarmed confirmed in the history file due to corrupted history file. Unable to download to carelink pro due to alarm. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not record the bolus history. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.